Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit went into standby mode when detached from test lung. The customer reported there was no patient involvement.

Manufacturer narrative:
MFR received date: 30 aug 2019. It has been determined that this complaint is a duplicate of an existing complaint, for which MFR report #: 2031642-2019-04009 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.